Manufacturer narrative:
(B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling device was implanted during a trans-obturator mid-urethral sling procedure performed in 2009. According to the complainant, on (B)(6) 2017, the patient developed swelling in her right groin associated with vaginal discharge. On (B)(6) 2018, her right groin lesion was incised and the wound was then closed. However, the patient had wound infection which further developed into a cyst which then ruptured. On (B)(6) 2018, there was further release of pus from the patient's right thigh. The patient then reportedly showed improvement after taking metronidazole and doxycycline. However, the patient has had recurrent pus build up and self-drainage from the lesion. MRI fistulogram confirmed fistulous tract in right thigh reportedly running deep to the muscle and into the right interior vaginal wall. Subsequently, on (B)(6) 2019, the patient underwent excision of vaginal portion of tape and right thigh exploration. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.